Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The anatomy location and vessel characteristics of the calcified lesion is unknown. The 8 x 2.5mm quantum maverick monorail catheter was advanced to the lesion and reported to have ruptured at 12 atms. The duration and upon which inflation the event occurred is unknown. The procedure was completed with another of the same device. No patient injury or complications were reported. The patient's condition was reported as "good".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility, and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.